Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. On (B)(6) 2022 after initiation of lockin, the patient complained of slightly shadowed images in the right eye (od). After a trial of artificial tears, shadowing persisted with residual myopia and astigmatism noted on (B)(6) 2023 (mr of -1.00 -2.25 x017, ucva 20/40-, bcva 20/20). The treating physician elected to proceed with an explant and a new lal was implanted. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(4) was explanted due to patient experiencing shadowed images in the right eye (od). Rxsight's first awareness of this event was on (B)(6) 2023.